Event description:
It was reported that the patient was having problems with the left hip, and wanted an MRI to diagnose the left hip. When the patient moved just her neck when she was sitting up, when she tips her head down, she could not feel her stimulation, but when she tips her head back her stimulation gets stronger. The healthcare provider (hcp) noted the stimulator seemed to be working fine. The patient had lost 70 pounds since implant, and noted the implantable neurostimulator (ins) was sticking out for the past year and it was catching on things. She could move the ins back and forth. It was later reported that the hcp asked the patient to turn off the ins. They turned it off two days prior and it came up with eri message. When the patient turned the ins back on the day of the report, the eri came up again. The patient was unsure when the eri might have appeared initially, because the patient had not turned the ins on or off. The patient was going to call the hcp for an injection and would also set up an appointment to have the ins checked. The patient had been told to turn the ins off every now and then. But patient did not do it that often because they felt like they were getting some relief for their legs, at least. The intent was to also have stimulation in the lower back, and the patient did have stimulation in the low back initially. The manufacturer representative had tried to reset it, change programs. It stayed for a bit then it would go to just the legs. The patient hadn¿t felt real good stimulation in their back for quite some time. The stimulation was positional. If they moved just right it would feel like they were not getting any simulation at all. If they moved their back and head back then it felt like it was stronger and they kind of felt it in their low back, at least in the buttocks, and they could feel it. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37092, lot# 285240002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 7743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's replacement went smooth. The battery replacement was successful and the same program was entered into her new battery. After surgery, her stimulation was turned on and she received great coverage and she was doing very well. The patient was instructed to call a manufacturing representative if she had any questions or problems.

Event description:
Additional information received reported that the patient met with a manufacturing representative on (B)(6) 2014. The battery showed the eri message. A printout was taken to the patient¿s healthcare provider (hcp). The patient was really anxious that it would go out sooner than later. The patient was scheduled for a device replacement on (B)(6) 2014. It was noted that a manufacturing representative thought this event was expected due to her weight loss. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.